Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Patient called in with additional information after the reported event. H6 codes added. Health effect: clinical code: deformity/ disfigurement. Medical device problem code: structural problem.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped treatment due to doctor opinion. It was noticed a bottom right tooth was cracked and turned gray. A top front tooth also cracked and need two root canals. The aligners cracked their teeth due to overcrowding. Last appt was to insert a crown on front tooth.